Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error. The customer's blood glucose value was 151 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received critical pump error image displayed on the screen of the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.